Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (no further details reported) for the event. At the time of this report, the patient has recovered from the event (16 days after the event onset). Pd therapy was ongoing. No additional information is available.